Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot # 17002544l was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products used: product name: jjkk carto 3 system, us catalog #: fg540000j, serial #: (B)(4). Product name: smart touch bidirectional, us catalog #: d132705, lot #: 17013818m. (B)(4).

Event description:
It was reported that a patient, underwent a procedure on left atrium with a lasso® 2515 nav eco variable catheter and suffered a cardiac tamponade which required pericardial drainage. The patient¿s medical history is unknown. There is no further information about hospitalization. The procedure was aborted. The physician¿s opinion regarding the cause of this adverse event is that this might have occurred due to scratching the cardiac muscle by the lasso 2515 nav eco catheter. Per 21 cfr, part 803, this complaint is reportable.